Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). One flexiva 200 laser fiber was received for evaluation. The fiber was returned broken. The fiber measured approximately 255.5 cm from the top of the connector to the break. Approximately 255.5 cm out of the specified 3.1 m +.3/-.1 was returned, confirming that the remainder of the fiber including the distal tip was not returned. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue.

Event description:
Note: this manufacturer report pertains to one of five devices used in the same procedure. Refer to the associated manufacturer reports 3005099803-2017-03779, 3005099803-2017-03780, 3005099803-2017-03781 and 3005099803-2017-03782 for the other associated device information. It was reported to boston scientific corporation on december 01, 2017 that five flexiva 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, four laser fibers were broken upon removal from the package (captured in manufacturer report # 3005099803-2017-03779, 3005099803-2017-03780, 3005099803-2017-03781 and 3005099803-2017-03782). The procedure was completed with the fifth flexiva 200 laser fiber (captured in this manufacturer report). There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken.